Manufacturer narrative:
The serial number of the device has not been provided at this time. The subject device has been returned to olympus for evaluation and the reported issue was confirmed. A review of the device history record (DHR) could not be performed due to the serial number being unknown. Based on the results of the investigation, it is likely that, the reported issue was due to problem on chemicals in manual cleaning, such as the use of chemicals at high concentrations without the correct dilution conditions of the chemicals and failure of autoclave with chemical residue. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during reprocessing, when the forceps/irrigation plug (isolated type) was sterilized in an autoclave (132 degrees, 5 minutes) under the sterilization conditions specified in the instruction manual, the shaft of the cock melted in such a way that it stuck to the sterilization pack. There was no harm or user injury reported due to the event. Patient identifier: (B)(6) capture related events.